Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up visit, an erosion and infection were identified and the system explanted. No replacement system information was reported and no further adverse effects were discussed. No products are intended to be returned.